Manufacturer narrative:
D9: date returned to mfg 2/27/2024. Two samples were received for evaluation. Visual inspection revealed no damage or other defects. Functional testing was performed and no discrepancies were found. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the device to alarm. Per reporter the patient then felt wetness on their side (likely leaked out of bag) and white residue all inside/outside of pouch. Their pharmacy technician noticed the tubing on cadd itself was not connected to the tubing. No adverse patient effects were reported.